Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the photometer lamp which resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
Customer reported the dxc 700 clinical chemistry analyzer generated questionable patient results with asterisk (*) flags for multiple assays which included blood urea nitrogen (bun), glucose (glu), creatinine (cre), aspartate aminotransferase (ast), and alkaline aminotransferase (alt). The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. Note: per dxc 700 au chemistry analyzer instruction for use (IFU) b71495af: flag means ¿linearity error in rate method.¿